Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the x-1 transfer axis was out of alignment. Fse readjusted and realigned the component. The customer ran samples without any errors. The aia-900 instrument is functioning as intended, and the error cleared. No further action is required by field service. The instrument was installed at the account in (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: 2300 is sample loader step feed failure is generated when the pitch sensor s071 failed to go on after the step feed. The solution is for the operator to check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported issue was due to x1-axis was misaligned.

Event description:
On (B)(6) 2018, a customer reported getting error 2300 s.loader step feed failure on the aia-900 instrument. Customer is unable able to run alpha-fetoprotein (afp) patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
This follow-up #2 is for a correction in the previously submitted follow-up #1 where the dates in these sections were incorrect. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a.

Manufacturer narrative:
Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Correction: the previous report stated: the instrument was installed at the account in august 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 01-aug-2017 through 12-feb-2018. There were no similar complaints identified during the searched period. The correction is: the instrument was installed at the account in 23 august 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 01-aug-2017 through 12-feb-2018. There were no similar complaints identified during the searched period.